Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. During a routine replacement, the rep ran impedances and saw high contacts on the right lead/extension. The rep ran impedances several times but the issue persisted. The healthcare professional (hcp) noticed something that they didn¿t like about the extension which they clarified meaning that the hcp saw fluid surrounding the connection when they pulled the extension out of the battery on the left side. The hcp replaced the extensions and connected to the paddle but still go high impedances. They tried to connect the ins directly to the lead without the extensions but saw the same issue- high impedances on the right side. The hcp elected to leave it and try to program around the trouble spots. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-01. The high impedances were noted on connection to the ins. The cause was not determined. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician/account. No further complications were reported/are anticipated.